Manufacturer narrative:
The biomedical engineer reports that they moved the cns(central monitoring system)to a new location within the facility and now has communication loss on all bedsides and telemetry devices. Biomedical engineer was advised to reseat all ethernet cables from tower to wall and to check all network connectivity, network cables, and switch. Biomedical engineer reports that after having reseated the network cables and switch communication was restored. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports that they moved the cns(central monitoring system) to a new location within the facility and now has communication loss on all bedsides and telemetry devices.

Manufacturer narrative:
The biomedical engineer reports that they moved the cns(central network station) to a new location within the facility and now has communication loss on all bedsides and telemetry devices. Biomedical engineer was advised to reseat all ethernet cables from tower to wall and to check all network connectivity, network cables, and switch. Biomedical engineer reports that after having reseated the network cables in the switch communication was restored. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.